Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit, 56 cm model#: sc-1200 serial #: (B)(4) description: precision montage MRI ipg sterile kit model#: sc-4319 lot#: 20140613 description: clik x MRI anchor the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had suspected infection at the midline incision site in which the physician believed not device related. It was noted that the patient had wound discharges that were cleaned up and later on came back with dehisced wound. The patient underwent an explant procedure with debridement and wound closure. Antibiotics were prescribed. The patient was doing well postoperatively.